Event description:
It was reported the patient was seen in the emergency room with conditions unrelated to the patient¿s implantable cardioverter defibrillator. At this presentation the patient¿s device exhibited premature battery depletion. The patient was in stable condition vis-à-vis the device. The patient will be followed normally.